Event description:
It was reported the silicone tubing separated from the twist clamp of an unspecified baxter transfer set. The caregiver "went to lay the patient back in their crib; they repositioned the patient and the set caught on their railing". This issue occurred in fill 20 of 20 during use of peritoneal dialysis therapy. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon additional information, the caregivers are using alcavis to clean the transfer set. H10: the device was received for evaluation. During visual inspection, the silicone tubing was observed torn/broken near the occlude feet of the main body. The reported condition was verified. The cause of the condition could not be determined; however, the probable cause was due to the use of alcavis to clean the transfer set. Proper user instructions addressed in the product labelling warn users not to apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors and to not allow bleach to come into contact with set tubing. Should additional relevant information become available, a supplemental report will be submitted.